Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a device tracking form from the hospital stating that the patient died and his cause of death was asystole. It also stated that the pump was not explanted.

Manufacturer narrative:
The pump will not be returned for evaluation, as the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.